Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the cause of the intermittent surging sensation was likely due to their programs using 2 electrodes that were suspected of short circuiting. The rep programmed around those 2 electrodes which for the time being resolved the issue. The patient was going to assess the change and get back to the rep if need be. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the patient had another fall on (B)(6) 2018 on the ins. The patient was not able to increase the stimulation as needed. The impedances were checked when the patient was sitting and standing and results were as follows: impedances checked sitting 0 all >40000 1 all >40000 2 4>40000 4 23 >40000 impedances checked standing changed 0 all >40000 1 normal but only 0 is >40000 2 normal except 4 >40000 4 2 is >40000 it was reported that the x-ray showed nothing of note. No further complications are anticipated.

Manufacturer narrative:
Product ID 977a275 lot# (B)(4) implanted: (B)(6)2017 explanted: (B)(6)2018 product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturing representative (rep) regarding the patient. The rep stated that the patient had a lead revision completed on (B)(6)2018. The rep stated that one of the leads had suspect electrodes. They indicated that during the procedure the physician disconnected the lead from the battery, and impedances were tested with either an external neurostimulator (ens), multi-lead trialing cable (mltc), or wireless external neurostimulator (wens). The rep stated that impedances showed that the values were still high, thus indicating a problem with the lead. They noted that he physician replaced the lead and the ins. The rep mentioned that they activated the system the day prior to the report, and they expect the patient to follow-up with information regarding stimulation efficacy. The rep stated that they are sending back the lead and battery for analysis. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID# 97715, (B)(4)the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The returned device passed all testing in the laboratory and no anomalies were identified. Product ID# 977a275, (B)(4).the returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the {x} conductor(s) was/were broken in the body of the lead within 10 cm of the connector area. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient. It was reported that the patient experienced surging stimulation, which then went to normal and surged again about five minutes later. The manufacturer representative checked the device the next morning and it was off, but that may have been due to the battery being discharged. It was noted that the patient fell in (B)(6) 2018 and landed on their implantable neurostimulator (ins), which may have prompted this issue. The manufacturer representative did a connectivity check and reported that the impedances kept changing on the 0-7 lead. It was reported that the impedances were sometimes high and were okay at other times, as it seemed to be based on patient movement. The manufacturer representative was going to try reprogramming the ins to see if it would resolve the issue of the stimulation surging intermittently. This was considered to be a sudden change in therapy/symptoms. It was noted that the issue occurred on (B)(6) 2018. No further complications were reported or anticipated. Indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the selected electrodes were oor and that was what caused the inability to increase stimulation. The rep reprogrammed around the suspect electrodes and created a new a, b, and c groups that utilize electrodes with in range impedances. The issue was considered resolved. No further complications were reported.